Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device wouldn't pace and failed the pacing portion of device testing. There was no patient impact.